Event description:
Procedure performed: lap. Sleeve gastrectomy. Event description: insertion of the trocar. Trocar broke during insertion. Different trocar was provided to the doctor. Intervention: different trocar was provided to the doctor. Patient status: alive.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specification. Based on the condition of the returned unit, it is likely that the reported event was due to the wall thickness of the cannula.

Event description:
Procedure performed: lap. Sleeve gastrectomy. Event description: insertion of the trocar. Trocar broke during insertion. Different trocar was provided to the doctor. Intervention: different trocar was provided to the doctor. Patient status: alive.